Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead required multiple placements to get adequate numbers. After the final placement, the patient's pressure dropped after the rv lead was placed and echocardiogram showed an effusion. A pericardiocentesis was performed, the patient's pressure normalized and the implant was completed. The right atrial lead placement was noted to be difficult as high impedance and high threshold were observed. The pacing cables were changed, but the impedance and threshold remained high. A new lead was implanted and needed to be repositioned to get good numbers. The rv and right atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).